Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify: according to feedback of the sales, the suture broken during use on the patient. Please provide the lot number: unk. Device return status: samples will be returned to franchise in a few days. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent an arthroplasty on (B)(6) 2022 and the barbed suture was used. During surgery, the suture broke. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one needle suture in two section that pertain to the product code sxpp1a401. The visual assessment of the needle-suture piece noted that, marks on the body needle and the end of the suture cut appears to be caused by surgery instrument. In addition, body fluids were noted along the strand and damage on some barbs were found. In the evaluation of the suture piece, it was observed that one side of fixation tab was broken. Another extreme of suture piece was cut appears to be caused by surgery instrument it should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As the product code sxpp1a401 contains an absorbable suture and the time of exposure that has the suture in the environment could not be determined. The functional test could not be performed. As part of quality process, all devices are manufactured, inspected, and released to approved specifications.